Manufacturer narrative:
The insulin pump was received with an a 35 alarm during the rewind process due to motor encoder signal out of phase. The insulin pump was unable to perform the operating currents including the self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, a 33 prime test, excessive no delivery test and displacement test due to a 35 alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motion sensor test failure. The blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer also stated that the displacement test was failed. The insulin pump will be returned for the analysis.